Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Per the package insert, fracture is a known potential adverse effect of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598004702 stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, 00598802016 stem extension offset 16mm dia x 100mm length(combined length 145mm), 00599003620 distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 10 mm augment with screw 00-5990-036-01 prc agmt block post sz f 5mm, 00598802014 stem extension offset 14mm dia x 100mm length(combined length 145mm), 00599404012 articular surface with locking screw "size green/e f 12 mm height". Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s knee was revised approximately 1.5 years post implantation due to breakage of femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.